Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the distal cutting tip was found to be cracked and broken: missing one of the four chipbreakers. No definitive root cause was able to be determined; based on device age, it is likely that wear and tear and/or a dull cutting edge contributed to the failure. The 5.0mm cannulated drill bit (310.63) is noted in five system technique guides including: 4.5mm and 6.5mm titanium headless compression screws, titanium femoral nail and 6.5mm/7.3mm cannulated screw. In each system the drill bit is available for predrilling prior to screw insertion. The returned instrument was examined and the complaint condition was able to be confirmed as the distal cutting tip was found to be cracked and broken. One of the four chipbreakers was found to be missing (approximately 4mm x 4mm x 0.5mm). No definitive root cause was able to be determined; based on device age, it is likely that wear and tear and/or a dull cutting edge contributed to the failure. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted; complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received; part 310.63, supplier lot 071627, synthes lot 5891562: release to warehouse date: october 08, 2008. (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. There was no reported surgical delay or additional medical intervention. The procedure was successfully completed with the patient in stable condition. This is report 1 of 1 for (B)(4).